Manufacturer narrative:
(B)(4). Additional information received: was the second incision an extension of trocar site? The second incision was not an extension of the trocar site but is normally the one use for the mafran way. How large was this incision? 10 to 15 cm, to be able to address the pericardium at the base of the heart. How long of a delay was there to the procedure beyond what procedure would normally take (please provide number of minutes, number of hours)? Don¿t know. Did delay cause any change in procedure or post-op patient care? If so, please describe. Two drains instead of one and one heart echography was made . The tissue pad was discarded.

Manufacturer narrative:
(B)(4). The device received was returned with the tissue pad in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. However, the distal tip of the blade was broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. Conclusion: no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information requested: as this was not a true convert to open procedure, could you please advised:. Was the second incision an extension of trocar site incision (¿the part was retrieved with a second incision subxyphoid approach, patient consequences: it prolonged the procedure)? How large was this incision? Did the one hour delay in procedure cause any patient consequence, any change to procedure, or any change to post op care? If so, please describe. Is detached tissue pad being returned with rest of device for analysis? If not, was tissue pad discarded once retrieved from patient?

Event description:
It was reported that during a pericardial resection procedure the tissue pad detached, broke off and fell into the patient. The part was retrieved with a second incision subxyphoid approach, patient consequences: it prolonged the procedure, no cardiac perforation.